Event description:
During placement of the ultimum introducer in the right femoral artery, with the guidewire in place, the physician attempted to remove the dilator and noted the tip of the dilator had detached. The tip section was removed from a vessel near the knee with a bioptome forceps.